Event description:
Customer originally notified richard wolf medical instruments corp (rwmic) to report the generator would only perform at the maximum level, not at the minimum level. After device was received, a follow up call regarding replacement of device was done. At that time, additional info was reported, system caused a burn. The devices below combine to make one system, and these were the devices being used during the procedure, they consist of the following: generator (2352.011) report 1418479-2014-00036; forceps (8384.240) report 1418479-2014-00037; jaw insert (8394.714) report 1418479-2014-00038; footswitch (2030.103) report 1418479-2014-00039. An investigation was completed on (B)(6) 2014 as the actual device was returned to the rwmic facility. Housing was broken but unit was still functional, root cause is wear and tear. MFR date: (B)(4) 2007, sold ate: (B)(4) 2007. No record of any repairs or routine maintenance of device. No similar issues reported in the last three years. Richard wolf considers this matter closed. However, in the event we received additional info, we will provide FDA with follow-up info.